Event description:
Event description cpi received information that during a pulmonary function test, the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and pacing was inhibited. Review of the rate sensing electrograms noted noise on the ventricular channel. The patient is reported to be pacemaker dependent.